Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6) 2013. Reimplantation could not be completed due to a pervasive cholesteatoma found at the time of surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on october 3, 2013.